Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a robotic laparoscopic low anterior resection, the anastomosis failed four to five days after. The case was completed as planned and passed the pressure test to complete the case.